Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the operation part of the evis lucera elite gastrointestinal videoscope was leaking. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damage on upwards/downwards knob, water tightness is lost; due to deformation of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/ downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath has a crack; adhesive on bending section cover or distal sheath has white-clouded area; adhesive around light guide lens is peeled; adhesives around light guide lens has white-clouded area; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; switch3 has a scratch; grip is shaved; adhesives around objective lens has white-clouded area; and connecting tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.